Event description:
Reported that, while changing insulin cartridge, the device's piston rod would not fully retract. No error message was generated by the device. Patient stated that a subsequent attempt to retract the piston rod was successful; however, when patient initiated a prime sequence, the piston rod froze in the middle of the device's cartridge compartment. At that time, a mechanical error was generated. Patient reported that blood glucose was elevated( ~450 mg/dl). Patient self-treated with insulin, via injection.